Event description:
It was reported that the surgeon inserted a +21.5 diopter cq2015 three piece collamer lens and the haptic was torn while it was advancing in the cartridge. The lens was removed without enlarging the incision and no sutures were required. There was no pt injury. The reporter believes the incident was caused by the cartridge. This is one of two lenses used on this pt. See MFR report 2023826-2006-00953.

Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. A piece of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue.